Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with myopotential oversensing due to noise. Programming changes were recommended. The patient will be monitored with a routine follow-up.